Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 574 mg/dl. The customer also stated their insulin pump had a check for ketones message. Customer was able to treat for their blood glucose with a bolus. It was found their blood glucose was high from eating too much sweets. Customer declined to troubleshoot for high blood glucose. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.